Event description:
It was reported a 6f angio-seals sts plus vascular closure device was used to seal the arteritomy site post percutaneous procedure. When the angio-seal device was inserted into the sheath, the physician was not able to hear the first click and resistance occurred 5mm before the clicking position. The physician removed the sheath and the device from the patient without resistance. Manual compression and a pressure dressing were applied. A few hours later, the patient complained of pain in the leg. Surgical exploration and revascularization revealed thrombosis in the artery. The anchor was removed from the artery. Reportedly, the suture was not seen on the anchor and the anchor was not broken. Reportedly, the patient was in good condition.